Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent capture threshold was noted on the right ventricular lead. Diagnostic imaging was performed which revealed the lead was pulled too tight. The patient was stable and will continue to be monitored.